Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the recommended basal rate was incorrect. Customer¿s blood glucose was not provided. Tandem technical support advised customer that increasing the basal rate would lower the customer¿s blood glucose. Tandem technical support also recommended customer contact a healthcare provider regarding the correct settings to prevent low blood glucose levels.

Event description:
Customer¿s blood glucose was low, level unspecified. Tandem technical support advised customer that increasing the basal rate would lower the customer¿s blood glucose.